Event description:
It was reported that the patient presented to the hospital after receiving shock therapy for ventricular tachycardia. Upon interrogation, it was note that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made. The patient was in stable condition.